Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Prior to spaceoar placement the patient did not undergo rectal preparation and it was difficult to locate the correct location to place the spaceoar. There was significant resistance met at the rectourethral muscle. The patient went to the emergency department (ed) with urinary retention. The patient was treated with foley catheter placed to aid in retention relief and was started on oral antibiotics, then discharged. Magnetic resonance imaging (MRI) was performed, and showed there was a point of confluence with the gel and rectal wall. A fluid collection within gel and rectal lumen was also noted. On december 21, 2021 additional information received stating that the patient was still in retention with catheter. Imaging showed that the patient appeared to have a rind of thickened tissue around the spaceoar. The patient is continuing antibiotics however, is not behaving infected. The patient is currently at 50.4 gy, and is planning to only boost the prostate to 79.2 gy leaving the seminal vesicle (sv) alone since the spaceoar fluid collection is close to it. The patient will proceed with radiation treatment.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Patient presented urinary retention however no fever, chills, or elevated white blood cells (wbcs) was noted. The physician noted there was a point of confluence with the gel and rectal wall. A fluid collection within gel and rectal lumen was noted. The patient was treated with foley catheter placed to aid in retention relief and was started on po antibiotics. On (B)(6), 2021 additional information received stating that the patient was still in retention with catheter, the physician reviewed the imaging on zoom and the patient appeared to have a rind of thickened tissue around the spaceoar. The patient was still on antibiotic and not behaving infected. The patient is currently at 50.4gy, originally the plan was to boost the prostate and seminal vesicle (sv). However, the patient was planning to only boost the prostate to 79.2 alone and will leave the seminal vesicle (sv) alone since the spaceoar fluid collection is close to it. The patient is currently at 50.4 gy, and is planning to only boost the prostate to 79.2 gy leaving the seminal vesicle (sv) alone since the spaceoar fluid collection is close to it. The patient will proceed with radiation treatment. Additional information received on january 24, 2022: fiducials were administered transperineally and the procedure was done under local anesthesia. The patient has received (B)(4) of external beam radiation therapy (ebrt).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e9291 captures the reportable event of urinary retention. Clinical code e9151 captures the reportable event of infection. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.